Manufacturer narrative:
The tech found the rubber wheels on the casters were worn down causing wheels to roll. The tech replaced the brake and brake steer casters to repair the stretcher.

Event description:
The account alleged they are having problems with the brake and steering on the stretcher, but they cannot find the cause.